Manufacturer narrative:
Device remains implanted in the pt. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2006, the patient was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. The patient developed what was thought to be a possible type I endoleak, however, the exact type was uncertain. The following year, the physician performed a re-intervention and implanted an aortic extender component. No endoleaks were evident during the final angiogram. The patient was reported to be doing well.